Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood during use. The healthcare professional stopped the infusion and recannulated the patient. The following information was provided by the initial reporter: the port on the vps cannula spontaneously opened, leading to a backflow of blood from the patient.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood during use. The healthcare professional stopped the infusion and recannulated the patient. The following information was provided by the initial reporter: the port on the vps cannula spontaneously opened, leading to a backflow of blood from the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20-jun-2022. H.6. Investigation: one used sample of batch 1139381 were received by our quality team for evaluation. The sample was subjected to visual inspection and catheter adapter leak testing. Leakage was observed from the injection port. The sample was sent to x-ray for analysis. Foreign matter was observed between the valve and cannula hub at the injection port. The valve was extracted out and sent to laboratory testing for analysis of the foreign matter. The foreign matter appeared to be a solid transparent object. Based on the laboratory testing, the foreign matter on the valve could possibly be a silicate-based material, likely to be a type of glass material. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the probable root cause of the leakage could be due to the foreign matter which was stuck between the valve and cannula hub at the injection port. The valve was unable to close properly which resulted in leakage from the injection port. The manufacturing process was reviewed. There is no glass material used in the assembly process. Therefore, the foreign glass material could be introduced during product application with other silicate-based device or apparatus (for example, medicine in ampoules). As it is not possible to confirm how the product was used, a root cause cannot be confirmed. H3 other text : see h.10.